Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -5.0/+0.5/047 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2013. The lens was reported as having low vaulting and the patient experienced refractive change overtime. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
On (B)(6) 2019 the lens was exchanged with a different model but same length size lens and the problem resolved. Patient code 3191: no code available (secondary surgery, lens exchange). Claim#: (B)(4).